Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy when the surgeon fired and the device would not open. They manually opened the device and then completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
Tracking # (B)(4). Date sent: 03/04/2010. Device was not returned. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.